Event description:
Pt had groshong port inserted for vascular access for chemotherapy. Twenty-two days later access of port was attempted unsuccessfully. Last known access had been approx 7 months prior. Radiology evaluation for possible catheter fracture and migration found the catheter tip lying in the right atrium, the proximal end lying within the superior vena cava. Pt was asymptomatic. Catheter tip was retrieved via transvenous catheter retrieval by loop snare method via right common femoral vein. The following day port was removed in or under IV sedation.